Event description:
It was reported that there was an issue with the incorrect time setting on the customer's pump, which a representative assisted in updating. The incorrect time did not result in blood glucose levels above 500 mg/dl or below 54 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The customer was advised to monitor the pump and contact support if the time discrepancy recurred, and they understood and acknowledged this advice.